Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was not receiving audible blood glucose alerts as intended, despite the pump volume being set to "high" volume. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose ranged from 204-220 mg/dl. The customer continued to use the pump for insulin therapy.